Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that after uneventful device preparation for a procedure in the superficial femoral artery (sfa) with mild calcification, the armada balloon leaked at the hub during inflation at nominal pressure. The balloon was successfully inflated and used in the procedure without adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.